Event description:
Reporter reports testing on the same patient on one meter with a result of 35 mg/dl and on the other meter with a result of 134mg/dl while using the inform system. Reporter does not have data to indicate which results were from which meter. ((B)(4)). Controls were run and in range. Reporter did not have any information on actual treatment to the patient. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.